Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she had a compromised force sensor system alarm on the insulin pump. Customer stated that when it was time to make sure that the insulin was coming out of the pump, it kept going and it never came out. Customer stated that the insulin did not stop but it stopped when she released the act button. Customer's blood glucose was 163 mg/dl at the time of the incident. Customer stated that the drive support cap was not sticking out. It was explained that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump passed pump self-test, off no power test, unexpected restart error test, displacement test and rewind test. The operating currents were within specification. The insulin pump alarmed prime during basic occlusion test due to loose/protruded drive support disk noted. The insulin pump had minor scratches on lcd window, half broken off reservoir tube lip, cracked reservoir tube window, cracked reservoir tube, cracked battery tube threads, cracked belt clip slot and missing end cap sticker.